Event description:
It was reported that there was a carelink red alert after the patient received a shock. The patient had nine additional shocks due to ventricular fibrillation, but there were no automatic transmissions made for the new additional shocks. With a manual transmission, it was noted that there were no new red alerts flagged even though there was an observation message. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.